Event description:
Customer called to report high blood glucose readings. Blood glucose reading was 466 mg/dl. Performed troubleshooting on insulin pump and found that an alarm was missing that would alert the customer when he wasn't receiving insulin. Insulin pump will be replaced. Customer also noted a bent cannula when removing the infusion set during troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.